Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "the mic-key fell out overnight and when the mom inspected the balloon it had a large hole in it. The stoma actually closed and the child required medical intervention to re-open the stoma. There was no patient injury." Although additional information about the event and duration of device use were requested, no additional information was provided. (B)(4).